Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 45985. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
D9: 16-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing did not duplicate the reported issue. The pump tested normally during evaluation. No action was taken.